Event description:
It was reported that during use with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes foreign matter "clear plastic" was found in tubes. The following information was provided by the initial reporter: it was reported that there has been a clear plastic piece in the tubes.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9260568, medical device expiration date: 2021-01-31, device manufacture date: 2019-09-17, medical device lot #: 0009635, medical device expiration date: 2021-05-31, device manufacture date: 2020-01-09, medical device lot #: 0072507, medical device expiration date: 2021-08-31, device manufacture date: 2020-04-09, medical device lot #: 0100269, medical device expiration date: 2021-08-31, device manufacture date: 2020-04-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes foreign matter "clear plastic" was found in tubes. The following information was provided by the initial reporter: it was reported that there has been a clear plastic piece in the tubes.